Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient died of a hemorrhagic stroke. It was reported that the patient was found by his brother. International normalized ratio was at 2.0. Patient was taking 325 milligrams of aspirin per day. The patient was not hypertensive. The autopsy report stated that the patient had an occipital intracerebral hemorrhage and a left subarachnoid-subdural hemorrhage. The lvad was free of occlusion at the inflow and outflow anastomoses. The vad coordinator reported that the pump was running as intended.

Manufacturer narrative:
The pump and associated equipment will not be returned. A correlation between the device and the reported hemorrhagic stroke could not be determined. The instructions for use lists stroke as a possible adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's pump and associated equipment was discarded and will not be returned for evaluation.

Manufacturer narrative:
(B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.